Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s friend reported via phone call that customer was hospitalized due to hyperglycemia on (B)(6) 2020 at 1 am. The customer blood glucose level was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with injection drip, manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as abdominal pain. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The auto mode was not active. Customer stated that they performed the displacement test, high pressure test and self-test and all were passed. Customer stated that the cannula was crimped bent. The insulin pump will not returned for analysis.